Event description:
I am reporting a critical data integrity failure and bioresearch misconduct involving clinical research data that supports FDA-cleared software and diagnostics. Objective forensic evidence confirms the manual fabrication of clinical pedigree data. Specifically, a participant record was manually overridden (pretextual addendum dated (B)(6) 2015) to show a relative was diagnosed at age 58 despite having died at age 54. This binary logic failure was used to 'scrub' a 26-year geographical history of toxicant exposure (B)(6) and replace it with fabricated genetic data. This falsified 'precision medicine' profile was then used to inform clinical decisions, including surgical interventions and genetic counseling. As this data is integrated into commercial clinical decision support systems (viecure), it constitutes a significant risk to patient safety and the efficacy of FDA-regulated diagnostics.